Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint components were returned and analyzed. The reported allegation of infection was not confirmed via product analysis. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder, pump and reservoir performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.